Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10/26/2021. H.6. Investigation: one sample (model #2432-0007) was returned by the customer. It was reported that the filter kept filling with air during priming. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attempted to be primed. However, air bubbles were still noticed in the tubing especially after the filter. The customer complaint can be verified. A quality notification was sent to the supplier and the sample was sent for further investigation. The supplier found that the membrane seal across the filter and not within the housing perimeter (known as the bar seal), showed an area that was folded and breached, a condition that would allow any air introduced into the filter to bypass the membrane seal, and manifest in the downstream side of the filter. The filter was next opened to reveal the bar seal area more closely, where it was noted the corner areas of the seal were lifted up, a condition associated with incorrectly pressurizing the filter from the outlet port side and not the inlet as intended. The root cause was determined to be "improper installation". The most likely scenario is that the filter or set was inadvertently connected to the source of the priming fluid by the outlet port instead of the inlet port, where even relatively low pressures can potentially adversely impact and compromise the bar seal integrity. A device history record review for model 2432-0007 lot number 21075242 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of air bubbles / air in line with lot #21075242 regarding item #2432-0007.

Event description:
It was reported that the bd alaris infusion set experienced air in the line. The following information was provided by the initial reporter: I have an infusion set that seems to have malfunctioned - the filter kept filling with air during priming.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris infusion set experienced air in the line. The following information was provided by the initial reporter: I have an infusion set that seems to have malfunctioned - the filter kept filling with air during priming.